Event description:
It was reported the patient received the following results within 15 minutes: 355 mg/dl (system 1) and 55 mg/dl (system 2). The customer experienced low blood glucose symptoms. Reading occurred with the same vial of test strips.